Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the left internal carotid artery following unsuccessful attempts to cross the lesion with the enroute 0.014 guidewire. The physician converted to cea as a result of the dissection. There was no reported patient harm or adverse consequence.